Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on interface board. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump fell out of the customer's pocket and does not work now. The screen is blank and the buttons do not work. During troubleshooting it was noted that the pump has cracks and a piece missing by the battery compartment. The customer was advised to discontinue pump therapy and return the pump.